Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level (bg) was 312 mg/dl. The customer changed the cartridge, infusion tubing and site. The customer's bg then lowered to 48 mg/dl due to overcorrecting. The customer was able to resolve the bg issue. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be determined. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.